Manufacturer narrative:
This report is submitted on may 18, 2021.

Event description:
Per the clinic, the patient developed an infection and swelling at the implant site. The patient underwent a procedure (date not reported) to aspirate fluid from the site and was treated with oral antibiotics (duration not reported). It was noted the coil of the device also extruded as a result of skin breakdown. Ultimately, the device was explanted on (B)(6) 2021, and the skin was debrided. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.